Manufacturer narrative:
A ge service rep performed an on site investigation. The hand switch and foot switch were reconnected. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system failed to produce fluoroscopy x-ray from the hand switch. No report of pt injury.